Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the pressure display went blank intermittently when the cable was moved at the connector. The device was not changed out, as they are still using the unit for cases. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2015: according to gathered information from the user, a pressure display of the cardioplegia monitor intermittently blanks out. This appears to occur when the pressure transducer cable is moved at the connector into the monitor. The monitor was used for the procedure, as this issue was intermittent and the case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the field service representative (fsr), the connector on the board is causing the intermittent display issues. The fsr replaced the pressure/temperature board and performed a release test. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.